Event description:
Hcp reported patient had experienced subdural hematoma following pump implant (2001) with symptoms of headache and change in mental status. Patient then developed transient psychosis: hallucinations and non-agitated delirium for two days. The baclofen dose had been increased from 300 to 350 mcg/day for off label use: post stroke dystonia of one foot. The therapy had not been effective. A head CT was normal and an x-ray showed a catheter break or disconnection. Cpk levels were above normal. The pump and catheter were explanted and the patient remained on oral baclofen 40 mg tid (the patient's last oral dose before pump implant). The patient was hospitalized for three days and discharged in improved condition.